Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 1 month after the dental implant was placed in patient's mouth; pain, infection, bleeding, mobility, inflammation, abscess and swelling were observed on tooth ada site #30. This device will be forwarded to the manufacturer for investigation. There were no reported operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 1 month after the dental implant was placed in patient's mouth; pain, infection, bleeding, mobility, inflammation, abscess and swelling were observed on tooth ada site #30. This device will be forwarded to the manufacturer for investigation. There were no reported operative complications.